Event description:
The customer reported that the system does not boot-up, displaying a communication error on the doghouse. However, the system is functional when it is booted up.

Manufacturer narrative:
(B) (4). The ge service rep replaced the computer board, also the system interface for comparability with the new computer board in addition to all cables and connectors included in the cpu kit, adjusted the cpu voltage to 5.1 [v], booted the system error free and was able to x-ray error free. He checked system operations, the unit functions as intended.